Event description:
It was reported that the patient experienced a low blood glucose of 59 mg/dl, treated with oral glucose in the form of orange juice and glucose tablets, after which glucose levels stabilized but the patient was unable to sleep. Symptoms included hypoglycemia. Outcomes included temporary functional limitation due to sleep disruption. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.